Event description:
It was reported that lipids were leaking into the fluid pathway from port 6 of an em2400 valve set . This issue was identified during delivery at the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between march 18, 2022- march 19, 2022. Correction/removal report number - 3010291427-06/21/2022-001-c. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.